Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported that the device was involved in an incident with a patient. Additional information was requested and received form the facility. The operating room technician reported that a patient's skull was lacerated by one of the pins during a "brain mapping" procedure on (B) (6), 2008. The operating room technician is attempting to get more information regarding this incident.